Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation there is cause traced to plug unit failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope displayed image noise, and the image cannot be seen. The issue was identified during an inspection prior to use. There were no reports of patient harm.